Event description:
The information received indicated the trendelenburg lever would not work.

Manufacturer narrative:
The hill-rom technician found that when emergency trendelenburg was activated, the bed would not go into emergency trendelenburg. The technician replaced the CPR/et valve to resolve the issue.